Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted concurrently with a vaginal hysterectomy, anterior repair with graft and cystourethroscopy due to urethral hypermobility, stress urinary incontinence, and dyspareunia. Following insertion, the patient experienced pain, utis, vaginal discharge/odor, and dyspareunia. The patient underwent mesh revision/removal on (B)(6) 2013 concurrently with bilateral perivaginal defects and posterior repair due to severe pain, dyspareunia, rectocele, and bladder outlet obstruction. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) /2010 and mesh and avaulta plus were implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.